Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. The device was then moved over to the right. During procedure, the threshold was high. Moreover, the physician reprogrammed and monitored device output. The lead remains in service. No additional adverse patient effects reported.